Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-623-t812 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to damage to the device material that is around the connecting hole. Upon visually evaluating the device, it was noted that the material that is around the connecting holes was chipped. The most likely cause is attributable to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-623-36 I balance tka, tibial impactor and an ar-623-t812 ibalance tka, tibial bearing trial size 8 broke during use with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.